Manufacturer narrative:
The evaluation showed, that 2 bolts are loose (top of posterior link) .the link is not bent but notches are visible. No injury occurred due to this fall and failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer there is play between the bars. When the patient is taking steps, he says it feels loose. The patient did fall but suffered no injuries.